Event description:
It was reported that the customer passed away due to diabetes related complications. It was stated that the coroner advised likely the cause of the customer's death was diabetes-related heart fibrillations. It was stated that the customer had open heart surgery in (B)(6) 2009. It was stated that the customer had seen her cardiologist the day before she passed away and was given a clean bill of health. Also, it was indicated that the customer had surgery in (B)(6) for the removal of a rod placed to repair a broken tibia that had resulted in a bone infection. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.